Event description:
A customer contacted ortho care on (B)(6) 2022 after observing what was described as discordant negative reactions for antibody screening in indirect antiglobulin test (iat) for one patient using their ortho vision® ID-mts¿ analyzer ID (B)(4) equipped with software version 5.13.0. Complainant/complaint reporter: lee ann bortignon, medical technologist. Event date: (B)(6) 2022. Patient information: female. Blood group: o rhd negative. Having received a prophylactic anti-d a few days prior to the (B)(6) 2022. Sample ID (B)(6). The customer reported that on (B)(6) 2022 they had tested sample ID (B)(6) from this patient for antibody screening in iat using 0.8% selectogen® lot vs460 (expiry date 04 october 2022) and mts¿ anti-igg card lot#021822001-07 (expiry date 15 december 2022) in conjunction with their ortho vision® ID-mts¿ analyzer and that they had obtained negative reactions with both cells of the red cell reagent. The customer reported that a negative antibody screening result was reported to the physician on (B)(6) 2022. The customer reported that on (B)(6) 2022 they had tested a fresh sample from this patient for antibody screening in iat using the same lots of 0.8% selectogen® and mts¿ anti-igg card in conjunction with the same analyzer and that they had obtained 2+ positive reactions with both cells of the red cell reagent. The customer reported that on the same day, following the positive antibody screening test obtained with this second sample (from (B)(6) 2022), they had re-tested sample ID (B)(6) (initial sample from (B)(6) 2022) using the same lots of 0.8% selectogen® and mts¿ anti-igg card three times in conjunction with the same analyzer and one time in mts¿ manual gel method obtaining 2+ positive reactions with both cells of the red cell reagent each time. Ortho care extracted per econnectivity® the column grade report related to sample ID t50758 from customer¿s ortho vision® ID-mts¿ analyzer (B)(6) which confirmed the above results. The customer reported that a positive antibody screening result (anti-d(rh1) antibody) was reported to the physician on (B)(6) 2022. The customer reported on (B)(6) 2022, that the incident was reported to the FDA as two blood units were issued by electronic crossmatch on (B)(6) 2022 following the negative antibody screening result obtained with sample ID (B)(6). The customer confirmed that the two blood units transfused were o rhd negative and that they had tested sample ID (B)(6) against the two blood units for crossmatch test in iat confirming the negative (compatible) crossmatch results. No further detail was provided. The customer confirmed that the patient was not harmed because of this event.

Manufacturer narrative:
(B)(4). Email address for contact office above is: (B)(6). The customer reported that they had performed quality control (qc) testing on the day of the reported event and that the results were as expected (qc passed) using alba q check. Ortho care was able to confirm further using econnectivity®, that reaction strengths obtained with qc vial 1 containing an anti-d(rh1) was giving consistent 3 to 4+ reactions strength with cells 1 and 2 of 0.8% selectogen® lot vs460, mts¿ anti-igg card lot#021822001-07 on their ortho vision® ID-mts¿ analyzer ID (B)(6) between (B)(6) 2022 to (B)(6) 2022. Using the ortho vision® ID-mts¿ analyzer ID (B)(6) logfiles, ortho care was able to confirm: 0.8% selectogen® lot vs460 was loaded the first time on (B)(6) 2022. A fresh set of vials of 0.8% selectogen® lot vs460 was loaded on (B)(6) 2022. All analyzer process step (sample identification, dispensing, incubation and final reading) where executed correctly. The stored image of mts¿ anti-igg cards corresponding to the discrepant negative antibody screening reactions extracted from customer¿s ortho vision® ID-mts¿ analyzer 50002472 using econnectivity® and confirmed the negative antibody screening result as reported by the customer. Therefore, the ortho vision® ID-mts¿ image processing system (ips) had functioned as per design. The off-board and on-board storage conditions of 0.8% selectogen® lot vs460 and mts¿ anti-igg card lot#021822001-07 were found aligned with ortho¿s recommendations. The customer confirmed to follow ortho¿s recommendations in terms of analyzer maintenance. Those it is concluded that an analyzer or protocol issue can be excluded as potential assignable cause to the issue observed. Ortho performed further investigation as follows: requesting batch record reviews for 0.8% selectogen® lot vs460 and mts¿ anti-igg card lot#021822001-07 to ortho¿s manufacturing sites (dras 513358 and 513383) confirming that results of all in-process and quality assurance release for sale tests were found to be within specification. Requesting testing of samples containing known specificities of antibody (anti-d(rh1), anti-k(kel1) and anti-fya(fy1)) for antibody screening using the indirect antiglobulin with retained samples of 0.8% selectogen® lot vs460 (dra 513361) and mts¿ anti-igg card lot#021822001-07 (dra 513646). The positive and negative reactions obtained were as expected. Requesting d(rh1) antigen typing of cells 1 and 2 from 0.8% selectogen® lot vs460. The positive reactions obtained were as expected. Performing a review of the complaints associated with the red cell reagents manufactured using the same donors as those used to manufacture the d(rh1) antigen positive cells from lot vs460 of 0.8% selectogen®. No trend or systematic failure of these donors was identified. The issue could not be reproduced. No reagent failure was identified. A review of the worldwide complaint databases between 29 september 2021 and 29 september 2022 was performed for call subject zvision and ortho vision® ID-mts¿ analyzer 50002472. No other complaint was identified for this call subject with call area eqfneg. A review of the worldwide complaint databases between 29 september 2021 and 29 september 2022 was performed for call subject 0.8% selectogen® lot vs460 and mts¿ anti-igg card lot#021822001-07. No other complaint was identified for this call subject with call area falseneg. No trend is identified. (Dra 513393). No further investigation was carried out on these incidences. The root cause of the discordant negative antibody screening reactions obtained by the customer could not be determined. There is no evidence of any systematic failure of the ortho analyzer or reagents to perform as intended. No further complaint of this type has been received from the customer site since the time of the reported event. Investigation summary discordant negative antibody screening reactions for one patient when performing duplicate antibody screens. The ortho vision® ID-mts¿ analyzer is confirmed to operate as expected. No reagent failure is identified. The root cause could not be determined. No biased result was reported to a physician. No patient was harmed.